Event description:
A patient reported that she felt that her vns device was working. Good faith attempts to obtain additional information have been unsuccessful to date.

Event description:
Additional information was received on (B)(4) 2011, when it was reported that the patient was being referred to a surgeon because she felt that her device was migrating from the generator pocket. Follow up revealed that the device had not migrated however the patient could did not feel like her magnet was working as she could not feel stimulation and the magnet swipes did not abort the patient's seizures. The magnet was tested and found to be working properly however a new magnet was given to the patient. The patient felt that the stimulation from the new magnet was stronger than the old one. The patient's overall seizure pattern has not changed with no increase in frequency or intensity.